Event description:
Same case as MDR ID#: 2134265-2012-01509. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During platforming of the 1.25mm rotalink burr outside of the patient, the 330cm floppy rotawire guide wire fractured inside of the burr catheter as it was advanced. The device never entered the patient's anatomy. The procedure was successfully completed with a new burr and rotawire. There were no patient complications reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluation by manufacturer: visual inspection revealed that the handshake connector of the catheter unit was bent/damaged. The burr and coil were then microscopically examined and the annulus of the burr was observed to be misshapen. This defect is consistent with the rotating burr coming in contact with the guide wire. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The dfu states "never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip". Therefore the root cause classification is user related. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2012-01509. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During platforming of the 1.25mm rotalink burr outside of the patient, the 330cm floppy rotawire guide wire fractured inside of the burr catheter as it was advanced. The device never entered the patient's anatomy. The procedure was successfully completed with a new burr and rotawire. There were no patient complications reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).